Event description:
It was reported that it was not possible to interrogate the device, though it was successfully interrogated a month prior. The clinician tried two different programmers, leaning the patient forward, and other troubleshooting methods without success. It was recommended to hook the patient up to a cardiac monitor for documentation. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.